Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the objective lens. In addition, our technician confirmed that the insertion flexible tube coating damage, the lcb (light carrying bundle) broken, the light guide cable buckled, the ccd drive pcb malfunction, the distal body worn out, and the insertion flexible tube twisted; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).